Event description:
Pt was hospitalized for syncope and ataxia after using the homechoice cycler for apd therapy. The caregiver reported the pt exhibited the symptoms prior to the start of apd therapy, however the caregiver initiated the apd therapy anyway. During the apd therapy, the pt continued fainting and was unable to stand on their own. The caregiver contacted the paramedics and then contacted baxter's operational support for procedural assistance with ending pt's apd therapy early. The hp was transported to the hosp and was admitted, at which time they were found to be constipated and anemic. According to the caregiver, the pt received a blood transfusion while hospitalized and was treated for constipation, after which their weight was reduced from 170lbs to 150 lbs. Follow up with the pt's dialysis healthcare professional revealed that the pt was also found to have gi bleeding. The pt was released from the hosp and has since recovered.